Event description:
It was reported that the patient was on vacation when they experienced hyperglycemia, with blood glucose levels rising to 474 mg/dL despite administering insulin via the Omnipod. The Pod appeared to be malfunctioning, as multiple insulin doses did not result in a reduction in glucose levels. On (B)(6) 2026, the patient presented to the emergency room, where they remained for approximately four hours and received 10 units of insulin intravenously, which successfully lowered their blood glucose. The Pod was replaced at the hospital, after which the system functioned normally.

Manufacturer narrative:
¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿ The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 4.0.2.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: L2+.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.